Manufacturer narrative:
Section b1, b2, b5, h1 correction h6 correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The report of hemodynamic instability, respiratory distress and renal dysfunction are addressed in MFR #2916596-2025-04332.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation, f67 harmonic compensation events were recorded. The patient had had on-going issues with data updating since shortly after implant. Not initially, but the next week after implant, the ventricular assist device (vad) coordinator noticed that the information wasn¿t updating automatically. But the patient decompensated and was placed on extracorporeal membrane oxygenation (ECMO) / continuous renal replacement therapy (crrt) and a tracheostomy was performed so it was a low priority ((B)(4)). The site just manually updated the data 2-3 times daily as needed. On (B)(6) 2025 they finally decannulated the patient and noticed that the event data was no longer loading even manually. The data only showed from (B)(6) 2025. Not from implant or even earlier in the week. But the patient had not been having pulsatility index (pi) events or other events for quite some time. The power cable was switched out with no change. Log files were sent on the original power cord and after switching to a new patient cable. The event log file after the equipment exchange contained data from (B)(6) 2025 15:49:34 to (B)(6) 2025 8:58:15. There were no alarms recorded during this period and there were no events captured on history. The data contained frequent f67 harmonic compensation events. These were not alarm events, so they were not captured on the system monitor either. These events have been known to be associated with rotor instability. Technical services stated that the data seemed to indicate that there may be thrombus or something other than blood touching the rotor and affecting its orbit. Further log files were sent after intravenous contrast administration. The latest log file data ranged from (B)(6) 2025 at 12:58:00 to 15:16:02 and shows the pump parameters in similar ranges as captured in (B)(6) 2025's prior log files. The file continued to capture harmonic compensation flags. It was noted that in all 3 sets of log files there appeared to be a gradual trend upward in power / flow until power / flow reach a peak on (B)(6) 2025 at 21:36. Post this, peak the power / flow decrease to a lower baseline. More log files were submitted for review on (B)(6) 2025, and the event log file contained data between (B)(6) 2025 18:05 and (B)(6) 2025 14:42. The file continued to capture harmonic compensation flags. On (B)(6) 2025, more log files were submitted for review, and the event log file was roughly 17 hours 27 minutes in duration and was mostly filled with pi events. It was noted that at the end of the log file the pi event occurrence decreased with only 1 pi event occurring between 1:15:08 and 10:27:20. The pump files were normal so there did not appear to be any pump issues contributing to the pi events. The harmonic compensation remained resolved. There were no other unusual events recorded in the latest log file event history. It was stated that the patient had a spike in flow on (B)(6) 2025 at 8pm to 10.5l. Log file review was requested, and the event log file captured the elevated flow values on (B)(6) 2025 at 8:08pm. Technical services noticed that the pump power was elevated slightly as well right at 7w during this brief episode. This appeared to be a transient event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the increased motor power, flow, and harmonic compensation fault flags; however, a specific cause for the change in pump parameters could not be conclusively determined through this evaluation. Multiple sets of log files were provided that collectively contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The log files captured harmonic compensation fault flags and increased current draw, rotor displacement, and rotor noise. Harmonic compensation fault flags remained active until (B)(6) 2025, when they appeared to resolve. Current draw and rotor noise decreased significantly following this event, and no further notable events were captured. The harmonic compensation flags appeared to have resolved. Of note, average flow was noted to have increased following resolution of the harmonic compensation fault flags. The log file also captured a transient increase of flow over 10.0 liters per minute on (B)(6) 2025 at 20:08:54. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remained ongoing until (B)(6) 2025 when they expired due to withdrawal of care. See MFR# 2916596-2025-06458. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. No further information was provided. The manufacturer is closing the file on this event.